Event description:
In this event it is reported that a x-smart w/contra angle eur won't hold files. No injury occurred.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
The investigation results for this complaint are cartridge, head cap, motor output assembly and part of dental hand piece - neck defective; replaced all. Various mechanical problems.